Event description:
It was reported that a user experienced nocturnal hypoglycemia while using an ilet pump integrated with a dexcom g6, with cgm readings as low as 49 mg/dl and device alarms for urgent low soon, low glucose, and urgent low glucose; the user treated with approximately 8 ounces of grape juice, and the pump reduced insulin delivery as glucose trended down. Symptoms included shakiness. Outcomes included recovery during the call, with glucose trending upward to 104 mg/dl and no need for higher level care. Investigation included review of synced device data and alarm history. Investigation of this case revealed that the event occurred during sleep with a steady downtrend, the ilet suspended insulin around 110 mg/dl as designed, and no contributory device malfunction or recent supply changes were identified, with potential contributing factor being early learning period of the adaptive algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear with no device malfunction identified and likely related to physiologic variability during early adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.